Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging his onetouch ultra mini meter was reading erratically high compared to another device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and supplementary information obtained when the call recording was reviewed by the medical surveillance specialist (mss). The patient stated that the alleged inaccuracy issue began around (B)(6) 2021, at an unspecified time. The patient claimed that he obtained blood glucose readings of ¿340, 350 and 400 mg/dl¿ on the subject meter. The patient manages his diabetes with insulin (humalog and lantus ¿ dose depending on readings) and stated that he doubled his dose of humalog insulin to 30 units and increased his dose of lantus insulin from 25 to 28 units in response to the alleged issue. During review of the call the mss noted that the patient reported that he gradually started to feel bad in the week after the alleged issue started and developed symptoms of feeling ¿very tired, weak and shaky¿. On friday morning (B)(6) 2021, the patient spoke to his nurse about the issue and how he felt, and the nurse recommended that he should go to the hospital. The patient informed the cca that he arrived at 9 am that morning in the hospital where they took blood samples and did some tests. A blood glucose reading of ¿109 mg/dl¿ was obtained on a hospital meter. At 1 pm the patient was released from the hospital because everything was good. There was no report of any treatment received for the reported symptoms. The patient stated that the following day he felt ¿like a new man¿, because he adjusted his insulin intake, and he knew what the issue was. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca established that the test strips had been stored properly, were not open beyond their discard date, had not expired and the vial was not cracked or broken. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. The patient refused a replacement meter as he is convinced the issue lies with the test strips. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.